Event description:
The nurse disconnected the circuit from the trach to suction the pt. When she put her back on the ventilator, the pt indicated she wasn't getting any air. The ventilator did not alarm. The nurse said she checked to make sure everything was connected with the same results. The nurse put the pt on a back-up ventilator. According to the nurse, the ventilator did not shut down, it just did not blow air. No reported harm to the pt.